Event description:
It was reported that the unspecified bd insyte autoguard detached from the retraction system and remained in the catheter. The following information was provided by the initial reporter: anesthesiologist placed the aertial line and went to retract the needle and rather than retracting the needle detached from the retraction system and remained in the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. . Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Device history review could not be performed, because the material number and batch number are unknown. Examination of the product involved may provide clarification as to the cause for the reported failure.